Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on october 26, 2016. Note: this complaint issue occurred on (2) separate cases. A separate 3500a form has been completed for the other case. Not returned to manufacturer.

Event description:
It was reported that the dressing does not stick well and falls off easily. No patient harm was reported.

Manufacturer narrative:
A batch record review found no discrepancies related to this complaint. Process checks and quality checks were performed with acceptable results. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.